Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: the datascope drive line tubing was returned for evaluation. There were slight traces of blood on the exterior surfaces of the pump tubing most likely from handling. The datascope connector was returned and visually examined. The long end of the luer taper was within the tubing and the short luer taper was protruding from the end of the tubing. The datascope connector was assembled backwards in the pump tubing. The pump tubing length was measured and was within specification. The reported complaint of "the connector on a side of the pump was attached adversely (luer was inside the tube)" is confirmed. The connector was assembled incorrectly.

Event description:
It was reported that after the intra-aortic balloon (iab) was inserted, the user tried to connect a pump tubing assembly compatible with datascope (iak-02263-002). At the same time, he noticed the connector on a side of the pump was attached adversely (luer was inside the tube). As a result, the pump tubing assembly was exchanged.